Manufacturer narrative:
Pump received not stuck in the manufacturing mode. Pump passed the rewind test, prime/seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, broken reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer also had high blood glucose level of 286 mg/dl at time of incident. The customer stated that they were extremely thirsty. The customer stated that reservoir compartment was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.